Event description:
It was reported that after the removal of the right atrial (ra) lead the patient developed a pericardial effusion. The pericardial effusion was drained and the ra lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed and no anamolies were found. Visula analysis showed that the lead had apparent explant damage and was stretched. Concomitant medical products: 419488 implantable pacing lead (B)(6) 2007 d224trk (B)(6) 2001, implantable cardioverter defibrillator (ICD). (B)(4).